Event description:
It was reported the fault of this PICC resulted in an extravasation of her vesicant treatment. Her recovery is ongoing and when last assessed, (B)(6) 2024 the skin was intact but there was a definite lump under the tissue of her arm and her mobility of her limb has been reduced. This is an ongoing issue for this patient and we will not be able to fully appreciate the problem until possibly a couple of months down the line. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the fault of this PICC resulted in an extravasation of her vesicant treatment. Her recovery is ongoing and when last assessed, (B)(6) 2024 the skin was intact but there was a definite lump under the tissue of her arm and her mobility of her limb has been reduced. This is an ongoing issue for this patient and we will not be able to fully appreciate the problem until possibly a couple of months down the line. No other information was provided.

Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2024-04042 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2024-03772.